Event description:
It was reported by the customer that a pyxis medstation es system did not prompt the patient order, preventing user from removing the required medications. The customer stated that there was a delay in patient care since the user created a temporary patient to pull medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the transfer message for the patient was included with discharge date. A technical support specialist confirmed patient order passed the 2-week window for reverse discharge and advised customer to recreate a patient order to resolve the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be es server. Functioned as intended after the customer troubleshooted the device.